Event description:
It was reported that whilst nurse accessing pt's dialysis line for dialysis, hole (fracture) noticed in the line. Dialysis line removed.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.